Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported that the cause of the "unable to increase" message was due to them dropping the device. They stated after their husband turned the device off and back on it was able to reconnect. The issue was resolved after this.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient got a message on the patient handset that indicated a therapy increase was not available. The caller stated that the patient had a surgical paddle placed during the week of (B)(6) 2025 and trialed with that lead for a week. They connected the lead to a 977118 lead on (B)(6) 2025, at that time they did not have any impedance issues or problems programming the therapy. The patient was able to adjust stimulation down after seeing the message but unable to increase the amplitude. The patient only has one group so they would not able to try other parameters. The caller was not with the patient. The caller will follow-up with the patient. The caller stated that they had a issue with a tablet that was reported by contacting tech service last week. Tss did not ask for any other details as the caller had reported the issue by calling tech service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.